Manufacturer narrative:
ICU medical, inc was made aware of the event on 11/18/2024.

Manufacturer narrative:
Customer complaint: reported she was made aware of a faulty device that was on a patient and a note was attached to the plum 360 which read "there is a short in the front where the buttons are causing the buttons to stick. The device was returned for evaluation; device passed self-test. Visual inspection performed and found small chip on the rear case and small chip on the antenna ce module cover. The customer compliant was confirmed. The probable cause is not found, couldn't duplicate it on the key pads.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that she was made aware of a faulty device that was on a patient and a note was attached to the plum 360 which read "there is a short in the front where the buttons are causing the buttons to stick. This pump shutdown while on a patient." There was no intervention required to preclude harm to the patient as a result of the shutdown. The issue was resolved by replacing it with another pump. The battery was last changed on an unspecified date in 2022 and the pump was tested in their facility. There was patient involvement; harm was no reported as a consequence of this event.